Event description:
It was reported that a patient using an ilet system with a dexcom g7 continuous glucose monitor (cgm) experienced hypoglycemia reported at 44 mg/dl after a late-night snack led to elevated glucose reported at 213 mg/dl and subsequent automated correction, followed by a downward trend into the morning. Symptoms included lightheadedness. Outcomes included self-treatment with oral carbohydrate and resolution without hospitalization. Investigation included review of reported cgm trends, insulin delivery behavior in the automated mode, and user education on meal announcements. Investigation of this case revealed device function consistent with design, including micro-basal delivery in range and reduced delivery when glucose trends low, while the low glucose event was associated with prior hyperglycemia correction after a missed or late meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy dynamics following late-night intake and automated correction rather than a device malfunction.

Manufacturer narrative:
Initial.